Manufacturer narrative:
Device evaluation summary: it was reported that a 68 year old caucasian female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced a rupture on the right breast implant. As a result, patient underwent removal and replacement with a mentor gel breast implant of unknown type on (B)(6) 2018. The device was returned to mentor with gel that appeared to be clear. Red material was observed within the device. Red material and gel was observed on the shell surface. Upon initial inspection, the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced a rupture on the right breast implant. As a result, patient underwent removal and replacement with a mentor gel breast implant of unknown type on (B)(6) 2018.